Manufacturer narrative:
(B)(4). Sample was received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had a burnt specks on the patient line. The caregiver (cg) further described the area of the burn specks as being where the patient is crimped. The cg stated that the plastic that was burnt was not a different material from the rest of the cassette. The cg indicated that the burnt cassette was not used. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted on lot numbers h14e11042 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed and it revealed a damage luer connector and bent tubing on the patient line. Leak testing, clamp function testing, and clear passage testing was performed with no issues noted. The direct cause was determined to be a manufacturing issue based on the sample evaluation. A CAPA was opened to investigate the reported problem. Should additional relevant information become available, a follow-up report will be submitted.